Manufacturer narrative:
The device was not returned for evaluation. Should the device or any additional information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella cp support experienced bleeding from the radiofrequency ablation site, and the patient's hemoglobin dropped from 12 to 5. Additionally, the pump repositioning sheath had backed out despite being sutured in place. Four units of red blood cells were transfused and the sheath was repositioned to resolve the issues. The next day the patient experienced a retroperitoneal bleed and additional blood products were transfused. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding is determined to be use issue because bleeding was resolved by advancing the repo sheath back into place and angle matching. Vascular damage - peripheral vessel: the root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2025-29693. H6 medical device problem code 2616 was erroneously entered on the initial manufacturer device report number 1220648-2025-29693.